Event description:
A caller reported experiencing cgm error 42. The error did not adversely impact the customer's blood glucose level, as there was no mention of any issues, and it was within the normal range. Technical support guided the caller through a complete pump reset, and after the reset, the cgm error code did not reappear.